Manufacturer narrative:
The suspect component was returned by the hospital. Initial testing found the speakers to be intermittent. The parts have been returned to the supplier for further eval. Replacement parts have been provided to the customer. The customer's unit has been repaired and operating to specification. The hosp is continuing to use the equipment. No one has been injured as a result of this condition. Spacelabs will provide a f/u report once our investigation is complete.

Event description:
Spacelabs received a report that three (B)(4) speakers, installed in spacelabs (B)(4) monitors, had failed to sound an alarm.